Event description:
The reporter indicated a 12.1mm vicmo12.1 implantable collamer lens, -16.00 diopter, tore during loading /injection/delivery into the eye and there was patient contact. There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was due to the device. The lens was discarded.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).